Event description:
It was reported that the patient presented to the hospital due to a vibratory alert for low hv lead impedance. While hospitalized, the patient experienced a tachycardia episode which was not converted by the device and external defibrillation was used to convert the patients rhythm. During explant an insulation anomaly and lead damage was noted.

Manufacturer narrative:
Analysis found that the rv shock coil was melted at 4.2cm from the distal tip electrode. The cause of the damage could not be conclusively determined.

Manufacturer narrative:
No medwatch form was received. Device evaluation anticipated, but not yet begun.